Manufacturer narrative:
Section h4: corrected data. Manufacturer's investigation conclusion: the report of pump thrombosis could not be confirmed as heartmate ii lvas, serial number (B)(6) , is not available for investigation; however, evaluation of the submitted system controller log file identified transient elevations in power and flow. A specific cause for these power elevations and the report of pump thrombosis and elevated ldh could not be conclusively determined through this evaluation. In addition, a direct correlation with (B)(6), could not be conclusively established. It was reported that the patient had a history of pump thrombus and recently had elevated ldh. It was noted that ldh had recently been stable, but a log file was submitted to evaluate power trends. The submitted log file captured transient elevations in power and estimated flow on (B)(6) 2020, (B)(6) 2020, (B)(6) 2020, (B)(6) 2020, (B)(6) 2020, (B)(6) 2020, and (B)(6) 2020, reaching values up to 10.3 w and 11.9 lpm, respectively. These parameter elevations were typically associated with pi events. Despite these findings, the pump appeared to have functioned as intended above the low speed limit with no atypical alarms throughout the duration of the log file. Multiple requests for additional information regarding this event were issued to the customer; however, no further information has been provided to this date. The investigation file will be closed accordingly. The patient remains ongoing on (B)(6), and no further issues have been reported at this time. The heartmate ii lvas IFU lists device thrombosis as an adverse event that may be associated with the use of the heartmate ii left ventricular assist system. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
It was reported that the patient was seen in clinic and requested a log file review to look for elevations in power. The patient has a history of pump thrombosis. The patient's ldh has been stable but elevated recently. The mcs equipment is operating as intended. The pump parameters captured a few unstained power elevations but the overall trending was unremarkable.